Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the inner cannula was stuck in situ and required the used of clamps to removed. It was discovered during routine inner cannula change done. There was no patient injury.